Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. It was also seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 20 days after the dental implant was installed in intraoral region 32#, its non-osseointegration was observed. In addition, 32ncm of primary stability was achieved, the patient presented bone type I, immediate load and immediate implant procedures were performed and biomechanical overload has occurred.